Manufacturer narrative:
The pod was removed at the hospital and will not be returned for evaluation - we are unable to confirm any device malfunction that may have prevented or restricted insulin flow, rendering bolus attempts ineffective. No specific failure mode was noted in the report. Based on the information provided and in the absence of a device evaluation, we cannot confirm that a pod malfunction was a contributing factor to the customer's high bg levels. No conclusion can be drawn. The omnipod user guide instructs the customer to "replace the pod" and "contact your healthcare provider for guidance" if blood glucose levels remain high for a total of four hours after a correction bolus was first administered. The customer had reportedly bolused continuously, though it is unknown when the first bolus was administered until medical intervention was sought. No time line of bolus deliveries and bg levels was provided. A review of lot qualification records was performed - the lot had passed the acceptance criteria. (Note: evaluation method codes are specific to activities performed during lot qualification, and not to activities performed on the subject pod, as it was not returned for evaluation.)

Event description:
The customer experienced high bg levels (328mg/dl) two days after activating the pod. In response to the high bg's, she "continued to bolus" but her "levels never came down." As a result, she ended up in the ICU. No specific pod issue was reported. No information as to the treatment received in the hospital or her length of stay were provided. The hospital staff had removed the pod - it will not be returned for evaluation.